Event description:
A surgeon reported that when the lens was opened from the lens-box, the haptic was separated from the optic. The lens was loose inside the box. The facility did not have a new lens to replace the damage lens; therefore, the pt was left aphakic. A new lens was implanted without consequences a week later. Add'l info has been requested.

Manufacturer narrative:
The returned sample was evaluated. The reported complaint was observed. Haptic damage was observed. This damage is indicative of lens case related damage. Product history records were reviewed and the documentation indicated the product met release criteria. Due to the absence of clinical solution on the returned sample, the root cause is potentially mfg related. If the lens becomes misaligned in the lens case while closing, lens damage may occur. There were no other complaints reported in the lot. Add'l info has been requested. (B)(4).